Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited long charge times. Additional information indicates that this device was emitting tones. Upon completion of a remote interrogation, it revealed that the ICD has declared a battery status of elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this product was explanted and replaced for normal battery depletion (nbd).